Manufacturer narrative:
"Malfunction" is interpreted as a compromise of the device's therapeutic effectiveness (loss of pain relief) which contributed to a significant device adverse event resulting in a surgical procedure to remove the device. Eval results - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received her ipg on (B) (6) 2009. It was reported that a few days later the pt was able to successfully charge her ipg, but by (B) (6) 2009 her ipg was reading "low" and she could not get her charging unit to remain at flashing green. A few days after that the pt reported she was able to find the ipg with her programmer, but there was no communication between her ipg and charger at all. Further attempts with an additional charging system still would not establish communication with her ipg. The physician explanted her ipg on (B) (6) 2009 and replaced it with the same model ipg. Follow-up with the pt found that she is doing okay and receiving stimulation.